Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexpected restart on insulin pump. They also had high blood glucose level of 400 mg/dl. The customer's blood glucose was 536 mg/dl while ago. The product was not returned for analysis.